Event description:
As reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) was deployed, and the technician had to use a little ¿elbow grease¿ to get the shuttle down. There was no reported patient injury. The technician did not remember if the sealant got wet before deployment. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) was deployed, and the technician had to use a little ¿elbow grease¿ to get the shuttle down. There was no reported patient injury. The technician did not remember if the sealant got wet before deployment. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned partially inserted on the device. The sealant was observed exposed near the shuttle tip, and the advancer tube was in its manufactured position. The sealant sleeve was found partially retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. The deployment test was successfully performed. Prior to the deployment simulation, an inflation/deflation test was conducted, during which the balloon inflated and deflated as expected. During the evaluation, the shuttle was initially received in a disengaged condition; however, upon manipulation, the shuttle was retracted, allowing advancement of the advancer tube and deployment of the sealant. An additional test was performed by holding the unit vertically from the handle with the shuttle engaged, confirming that gravity did not promote disengagement of the shuttle. Additionally, it was confirmed that the slit was present on the outer cartridge of the evaluated unit. The reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since there were no anomalies noted to the shuttle advancement mechanism during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported, especially since there were no anomalies noted to the shuttle during analysis of the device. However, access site vessel characteristics and/or procedural/handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.